Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the rotational speed was unstable. The target lesion was located in the proximal left anterior descending (lad) artery. A 1.50mm rotalink plus was selected for treatment. During preparation, outside patient's body, it was noted that the rotation speed was unstable. The physician attempted to set the speed to 180,000 to 190,000 revolution per minute (rpm); however, the actual rotation speed went down to 160,000rpm twice thus the burr was replaced with another of the same device which completed the procedure. There were no patient complications reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the device noted no issues. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft, coil and sheath were also inspected and there was no damage noted. The returned device was functionally tested and no issues were noted. The unit reached a speed of 175krpm at 38psi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the rotational speed was unstable. The target lesion was located in the proximal left anterior descending (lad) artery. A 1.50mm rotalink plus was selected for treatment. During preparation, outside patient's body, it was noted that the rotation speed was unstable. The physician attempted to set the speed to 180,000 to 190,000 revolution per minute (rpm); however, the actual rotation speed went down to 160,000rpm twice thus the burr was replaced with another of the same device which completed the procedure. There were no patient complications reported and patient's condition was good.